Manufacturer narrative:
The device was not returned to olympus for inspection. Therefore, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had dirt on the lenses. The event occurred during inspection for use. There were no reports of patient involvement.